Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system experienced an infection and was admitted into the hospital. The patient was treated with intravenous antibiotics and discharged a few days later. The product remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)